Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 4210848. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 4210848. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. This was manufactured before expiration dates were on packaging. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was missing the expiration date on the label before use. The following information was provided by the initial reporter: "pharmacist reported many item #s and lot #s. The boxes are missing exp dates. Catalog# 328466 one box with lot # 4210848."